Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer reported that the insulin pump had pump error alarm. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. Customer was unable to perform fill cannula. Insulin pump was not doing anything, it was not allowing to go to reservoir and tubing screen or even fill cannula screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.